Event description:
Ous MDR - after an implantation time of about 28 months, this lead was explanted due to oversensing. The dates of explant and event were not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, and the electrical performance of the lead was in specification. The analysis did not reveal any sign of a material or manufacturing problem.